Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating a meal without announcing it, with a reported peak blood glucose of 269 mg/dl and duration above 180 mg/dl for approximately 1.5 hours; no device alerts above 300 mg/dl were triggered, and no back-up therapy, ketone testing, or medical intervention occurred. Symptoms included hyperglycemia without associated acute clinical effects. Outcomes included no injury, no medical assistance, and no hospitalization. Investigation included a review of user-reported history and device use, user education on meal announcements, and troubleshooting. Investigation of this case revealed user error related to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to failure to follow device instructions for meal announcement.